Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a severely calcified complex lesion in the circumflex artery (cx) . The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. It was reported that the stent deformed in vivo during positioning. Another non medtronic device was used to complete the procedure. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: a kink was evident on the transition shaft at the guidewire entry port. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 7th distal stent wraps with struts raised. Although the stent od measurements met the specifications, deformation was confirmed with visual inspection. No deformation was evident to the distal tip. The inner lumen patency was verified. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.